Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose levels were 99 mg/dl, 53 mg/dl, 103 mg/dl and 64 mg/dl. They treated with carbohydrate intake. The customer had been using the insulin pump system within 48 hours of low blood glucose level. The customer was not using the sensor. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.